Event description:
It was reported that during a renal cystectomy procedure, instrument failed. Tech reports that there were repeated instrument failure codes presented on the generator readout. No pt consequence. Case completed with another device of the same product code. One device returning.